Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator did not pass post (power on self test). The ventilator was not on a patient at the time of the event. The service engineer replaced the gui (graphical user interface) monitor lock and the bdu (breath delivery unit) board to correct the issue. The unit passed all testing and operates within the manufacturing specifications.